Event description:
My son was sleeping with a bedwetting alarm and just an hour ago, the alarm malfunctioned and the back battery door housing melted. The burning plastic melted and burned his neck. It is 2:40 am now. The accident took place at about 1:30 tonight. Dangerous product.